Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional reported that pt told her "it doesn't work", that pt is not using spinal cord stimulation (scs). Pt needs MRI due to back pain. Patient moved to (B)(6) 2 years ago.